Event description:
The user facility alleges two events involving an endotracheal tube holder with a portex tracheal tube and the pt extubating the tracheal tube. With both events, the pt was reintubated and there was no pt compromise.